Manufacturer narrative:
A ge svc rep performed an onsite investigation. The mainframe power supply output and the workstation power supply voltages were increased. The interconnect cable, the receptacle and the high voltage cable connections were inspected. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that during a procedure the sys would not capture fluoroscopic images and was not functioning as intended. No pt injury was reported.